Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The reported low flow alarms could not be confirmed through this evaluation as no log files were submitted for review. A specific cause for these events could not conclusively be determined through this evaluation. Additional information provided indicated that the cause of death was unknown. It was reported that the device will not be returned for analysis. It was also reported that the cause of the low flow alarms was not identified, and patient symptoms were not observed. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate ii left ventricular assist system IFU, rev. A is currently available. The IFU section 1, entitled ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. Section 4 of the IFU, ¿heartmate touch communication system¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 liters per minute (lpm)). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low flows which prompted emergency medical services (ems) call. Ems witnessed arrest and brought patient to hospital. Cardiopulmonary resuscitation (CPR) was initiated upon witnessed arrest. Later was pronounced deceased at the hospital on (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The cause of death was unknown. A low flow alarm occurred on the morning of (B)(6) 2025, the patient was asymptomatic. The patient was seen in clinic on (B)(6) 2026 as routinely scheduled. There was negative review of all systems. Low flow alarm returned in the afternoon, where patient again reported no symptoms. It returned with no symptoms. Returned again and was instructed to call 911. Ems went to scene where they witnessed arrest and began CPR. It was unknown if the death was considered to be device related. The device operated as expected and will not be returned. Cause of low flow alarms were not identified and patient symptoms were not observed. The log files related to the event were not available.